Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging due to ipg migration which was confirmed via x-ray. The physician attempted to reposition the ipg through the skin but with no resolution. The patient underwent a revision procedure wherein the ipg was sutured down to keep it from flipping. The ipg remains implanted and the patient was doing well postoperatively.